Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a mid urethral sling tot procedure. According to the complainant, during the procedure, the "tape broke" while inside the patient. The reported lot number indicates that the device was used past the expiration date. The procedure was completed with another obtryx halo system. There were no patient complications and it was reported that the incident had "no bearing on the patient".

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a mid urethral sling tot procedure. According to the complainant, during the procedure, the association loop split and no pieces detached. The mesh did not tear. The reported lot number indicates that the device was used past the expiration date. The procedure was completed with another obtryx halo system. There were no patient complications and it was reported that the incident had "no bearing on the patient".